Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of 25mg/dl on the lifescan meter and 100mg/dl on another meter (brand unknown). This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate them and inform the FDA of products that do not pass inspection in a supplemental report.